Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an episode of oversensing of atrial flutter on the right ventricular (rv) channel which resulted in a pause in pacing which was greater than two seconds. A boston scientific technical services consultant reviewed the data and confirmed there has been no other indication of oversensing. Programming options were discussed for this system. No adverse patient effects were reported.